Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: exact date is unknown/not provided. Best estimate date is after (B)(6) 2022. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: address city, zip code; unknown /not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - yag (yttrium aluminum garnet). Attempts have been made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon examining the patient, the doctor observed opacification of the central ring of the tecnis symfony toric intraocular lens (iol) that is in the patient's left eye. This patient had previously undergone yttrium-aluminum-garnet (yag) laser treatment for posterior capsule cleaning. The patient is currently doing well but complains to the doctor about blurred vision. The doctor will be monitoring the patient's condition. The lens remains implanted. No other information was provided.